Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was duplicated at zoll medical corporation and attributed to a damaged switch and on/off gasket on the main board. During disassembly of the device to determine root cause, the technician observed damage consistent with mishandling. The on/off gasket and main board replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.